Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 87 mg/dl. The customer reported being hospitalized. The hospitalization was not related to the insulin pump. The customer received a no delivery alarm during prime. The reservoir of the insulin pump was reported to be occluded. No additional information was provided.